Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor failed per specifications due to high readings.

Event description:
The customer reported via phone call that the customer was having issues with the sensor glucose readings being different from the blood glucose readings. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend feature with a sensor glucose reading of 50 mg/dl when the customer's actual blood glucose level was 161 mg/dl. The customer also received the bad sensor alert. Troubleshooting was performed, and the customer was subsequently advised that the sensor glucose and blood glucose difference was not within acceptable range. The customer agreed to return the product for analysis. The customer was advised that the sensor would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.